Event description:
The reporter stated that he did a side by side, meter to hcp meter comparison test. The tests two minutes apart, with results of 138 mg/dl and 264 mg/dl, respectively. On followup, he reported on a recent lab test result of 283 mg/dl, along with a side by side comparison test with his meter reading 154 mg/dl and the hcp meter reading 261 mg/dl; all three were done at the same time. No harm was alleged.